Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found fault code #108 "a non-isolation digital signal processor (dsp) reported excessive voltage data on the front end board" was recorded in the event logs. The fse replaced the front end pcba. 30psi and helium transducers were calibrated. The unit passed all functional and safety tests. The unit was returned to the customer in good working condition. The maquet failure analysis and testing dept.(fat) received front end board with a reported unit failure of a system message displaying "disconnect trainer - patient cables connected" while no trainer is connected. The fat performed a visual inspection and observed white residue on the part which is consistent with saline. Due to the saline damage and the risk associated to the cardiosave test fixture, fat will not install and test this part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has the system message "disconnect trainer -patient cable(s) connected". However no trainer was connected nor any cable connected to the blue connector.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.